Event description:
It was reported that that during a routine device replacement, high thresholds were found on the right ventricular (rv) lead. It was also noted that the lead had high unstable threshold with no capture at max output. There was a possibility of lead fracture. Therv lead was capped and replaced. During the attempted rv lead replacement, once the lead was delivered into the body, the physician was unable to manipulate the lead. The lead was damaged while being removed from the body and the helix would not extend or retract. The new rv lead was not used and a different rv lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # the full lead was returned and analyzed. It was visually noted that the lead was stretched. The proximal, distal conductors along with the helix, inner and outer insulation was pulled, stretched and overstressed. It was visually noted that the lead was damaged at implant. The analyst indicated that the helix was fully extended and stretched. The helix length was out of specification. The helix was not able to be extended or retracted due to the lead being returned stretched/extrinsic. (B)(4).